Event description:
The customer received instrument alarms and checked the f3 fuse. He then removed the f3 fuse while the power was on to the instrument and noticed the fuse holder appeared charred or slightly burnt. A biomedical engineer at the site assisted the customer with replacing the fuse; however the power was still on to the analyzer. The fuse and fuse holder both then appeared to char and melt. The customer stated they had a burned appearance and smell and could be removed from the instrument. No one was injured and no patients were involved in the event. The field service representative confirmed the fuse was replaced with the power on to the analyzer. He replaced the power pcb power module and the system initialized without error. Product labeling instructs the customer to always shutdown the instrument and to disconnect the instrument from the power supply before checking or replacing the fuses. The customer was reminded not to attempt to check or change the fuses with the power on.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.